Event description:
A consumer reports problems with glare following intraocular lens (iol) implant surgery. Her surgeon told her that she has 3/4 of residual astigmatism from the surgery that could not be corrected. He prescribed glasses to help with driving at night but she refuses to wear them. She states that she does see very well, she is happy with the outcome of her vision. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.